Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3.2 kept failing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 was failed. A field service engineer observed in hardware test application (hta) that the drawer position sensor remained at ¿0¿ and did not change as the drawer was extended. Replaced the failed position sensor and retested in hta. The system functioned as intended after the field service engineer repaired the device.